Event description:
Customer reported the sys will not complete boot up and the display remains dark. No pt injury was reported.

Manufacturer narrative:
A ge rep reported there will be no ge field svc action taken.